Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical assistance from the paramedics due to low blood glucose levels. It was stated that the customer had fallen due to the low blood glucose levels. Nothing further was reported.